Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported that after replacing the battery, the insulin pump's display was blank. Customer stated that the blank screen occurred during bolus. Customer stated that he kept the batteries in the refrigerator. After installing new, unrefrigerated batteries, the customer stated that the insulin pump's display returned. Blood glucose level was 323 mg/dl at the time of the call. No further information was provided.